Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady device reportedly was not working and the patient wanted to have it removed. Attempt to obtain additional information was unsuccessful. This brady device remains in service. No adverse patient effects were reported.